Manufacturer narrative:
The na electrode and cl electrode lot numbers and expiration dates were requested, but not provided. The field service engineer replaced the degasser and tubing was checked. Valves and a vacuum bottle seal were replaced. A pinch tube was replaced. The sipper nozzle, vacuum nozzle, and ise dilution cup were also replaced. An ise check was performed and was acceptable. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient analyzer maintenance.

Event description:
The initial reporter stated they received discrepant ise results for 7 patient samples tested on a cobas pro ise analytical unit. Results for the following tests were affected: na electrode and cl electrode. The samples were repeated on a second analyzer as the initial values did not agree with the patients' previous results. The first sample initially resulted in a na value of 149 mmol/l and it repeated as 140 mmol/l. The second sample initially resulted in a na value of 149 mmol/l and it repeated as 137 mmol/l. This sample initially resulted in a cl value of 110 mmol/l and it repeated as 99 mmol/l. The third sample initially resulted in a na value of 149 mmol/l and it repeated as 139 mmol/l. This sample initially resulted in a cl value of 112 mmol/l and it repeated as 101 mmol/l. The fourth sample initially resulted in a na value of 154 mmol/l and it repeated as 140 mmol/l. This sample initially resulted in a cl value of 116 mmol/l and it repeated as 105 mmol/l. The fifth sample initially resulted in a na value of 148 mmol/l and it repeated as 139 mmol/l. The sixth sample initially resulted in a na value of 150 mmol/l and it repeated as 139 mmol/l. The seventh sample initially resulted in a na value of 148 mmol/l and it repeated as 137 mmol/l.